Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that were issues found with the scale/graduation markings on some of the 3 ml bd luer lok¿ syringes. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: three sample bags of 260 loose 3ml assembled syringes were received by bd (B)(4) and reported to be from batch # 7146876 (p/n 309702). The samples were visually evaluated. 53 syringes were found to have no defects or acceptable cosmetic defects per product specification. 206 syringes were found to have rejectable defects: 133 syringes had ink smears and missing print of rejectable quality. 72 syringes had minor surface damage causing missing print of rejectable rating on the barrel in the direction parallel to the length of the barrel. 1 syringe was found to be cracked from the barrel roof to about the 1ml grad line. Manufacturing dates: 06/05/2017 ¿ 06/24/2017. Batch quantity was (B)(4). Batch marking and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. The packaged product was assembled on two separate assembly machines. A clogged manifold and an ink spill were recorded on one of the subassembly batches resulting in the marker adjustments, ink replacement and down time. Batch 7146876 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No further corrective action is required at this time.